Event description:
It was reported that during an unknown procedure the surgeon only can fire the first trigger, but cannot fire cannot fire the second and third one. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Premature sled movement. The following information was requested, but unavailable: to clarify: the device stopped after the first firing stroke, producing a partial staple line and cut line? On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? What were the patient's pre-existing conditions? Does the patient have any relevant history of surgical treatments? If so, what? The analysis results found that one device was returned with the anvil bent upwards. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). Five ecr60g partially fired 1/16 and one ecr60g partially fired 1/10 were received. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the articulated position with the returned cartridge reloads (b) and (c); the instrument achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.